Event description:
It was reported to philips that the device defib battery will not charge. There was no patient involvement.

Manufacturer narrative:
The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site.